Event description:
The 3222 tip fell apart inside the patient. The pa was able to retrive all parts.

Manufacturer narrative:
At this time, microline surgical, inc. Is awaiting the affected device back so an investigation can be conducted. Once the results of the investigation are available, a final adverse event report will be submitted.

Manufacturer narrative:
The device was returned, decontaminated, and subjected to a visual inspection. Upon evaluation, the complaint was confirmed due to the presence of a broken jaw. The device was received with a portion of the yoke pin slot fractured. Because of the condition of the returned tip, a functional analysis could not be performed. The observed damage appears consistent with the application of excessive mechanical force. Visual evaluation indicates that the failure may have resulted from excessive force applied to the jaws. If the device is used with the jaws fully opened and then forcefully engaged with tissue or another object, the applied stress may exceed the design tolerance. This can cause the yoke pin slot to become the failure point, leading to breakage under shear stress. As part of a corrective action car-0161, the slot end positions have been modified to increase the edge distance, thereby strengthening the jaw assembly and improving resistance to stress-induced failure. This type of defect is uncommon. Microline will continue to monitor for similar occurrences. All devices undergo 100% final inspection for defects and damage prior to release, making it unlikely that the device left microline in this condition. The complaint is confirmed. The probable root cause is excessive mechanical force applied during use.the device was returned, decontaminated, and subjected to a visual inspection. Upon evaluation, the complaint was confirmed due to the presence of a broken jaw. The device was received with a portion of the yoke pin slot fractured. Because of the condition of the returned tip, a functional analysis could not be performed. The observed damage appears consistent with the application of excessive mechanical force. Visual evaluation indicates that the failure may have resulted from excessive force applied to the jaws. If the device is used with the jaws fully opened and then forcefully engaged with tissue or another object, the applied stress may exceed the design tolerance. This can cause the yoke pin slot to become the failure point, leading to breakage under shear stress. As part of a corrective action car-0161, the slot end positions have been modified to increase the edge distance, thereby strengthening the jaw assembly and improving resistance to stress-induced failure. This type of defect is uncommon. Microline will continue to monitor for similar occurrences. All devices undergo 100% final inspection for defects and damage prior to release, making it unlikely that the device left microline in this condition. The complaint is confirmed. The probable root cause is excessive mechanical force applied during use.

Event description:
The 3222 renew fenestrated forcep disposable tip fell apart inside the patient. The pa was able to retrive all parts.